Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button had become unresponsive. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. Reportedly, the patient wore the pump under clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow keypad button was unresponsive; all other buttons responded appropriately. During investigation, the keypad flex cable was found to be half inserted, and the flex connector latch was opened.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.